Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had multiple error alarms after being dropped into liquid. Blood glucose level at the time of the incident was not provided. Caller stated that the device had a critical pump error. The caller was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The device was received with critical pump error and pump error 35 confirmed in history file due to corroded force sensor. Unable to perform self-test, basic occlusion test, occlusion test, force sensor test or displacement test due to critical pump error. No traces of moisture noted at electronic assemblies per visual inspection. The device was received with stained serial number label, keypad overlay texture damage, missing retainer, minor scratches on case and minor scratches on lcd window. The device was received with corroded battery tube.